Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device base and battery had ¿issues¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the plunger, plunger cable, lcd display, lead screw, clutches and the top and bottom cases. Review of the event history log showed occurrences of "motor drive b off post" and "battery communication error" alarm messages. Functional testing found that the battery capacity was under the safety value, the main printed circuit board had corrosion and the interconnect printed circuit board was not detecting the battery percentage. The investigation determined that damage to the pump was causing the reported issues. The main and interconnect printed circuit board were replaced as well as the lead screw, clutches, top and bottom case, plunger, plunger cable, battery and size pot. A battery was also installed to prevent future errors. Service history review identified the complaint was not related to a previous service of the device within the review period.